Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit poor sensing. The patient's ventricular tachycardia could not be converted even with 41 joules shock. It was determined that the lead had no slack and the distal coil of the lead was noted to be near the tricuspid valve.

Manufacturer narrative:
This lead was removed from service and a dual coil lead was put in service on the opposite side of the patient.